Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of returned heartmate ii left ventricular assist system, serial number (B)(6), revealed driveline wire damage and superficial driveline damage. Heartmate ii left ventricular assist system, serial number (B)(6), was returned assembled with the driveline severed approximately 7.5¿ from the pump housing. A distal portion of the driveline was returned measuring approximately 31.5¿. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The outflow graft and the outlet elbow of the outflow conduit were returned attached to the pump¿s outlet port. The outflow graft bend relief was not returned. The bend relief collar was returned detached. Upon disassembly of (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The returned pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. The driveline was tested for electrical continuity in the condition that it was received. Continuity testing of the pump-end and distal portions of the driveline did not reveal any discontinuities or shorts. Upon removal of the layers, visual inspection of the underlying wires in the distal portion of the driveline revealed a breach in the insulation of the green wire approximately 28.0¿ from the controller connector. Visual inspection of the remaining wire sections revealed no obvious signs of damage to the wire insulations or the underlying conductors. High-potential testing was performed, confirming the exposed conductor of the green wire. No other areas of damage to the underlying wire insulations were identified. If any of the exposed conductors contacted the metal braided while the system was operating on a tethered power source such as a mobile power unit, a short to ground would have resulted. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The heartmate ii lvas IFU, rev. B, and the heartmate ii patient handbook rev. D are currently available. The IFU and patient handbook provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as how to respond to such events. Further, the patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for vad-62380 and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heart transplant on the usual waiting list. An evaluation of the returned pump revealed a breach in the driveline wire insulation and superficial driveline damage.